Manufacturer narrative:
Additional concomitant medical products: model number/catalog number 72400024 and 72400098; (B)(4); batch/lot number 164927018 and 168062016; model/catalog description balloon rgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The issue has not been resolved and a medical intervention has not occurred. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The issue has not been resolved and a medical intervention has not occurred. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: bsc aware date additional product component: model number/catalog number 72400024 and 72400098. Serial number: null and null. Batch/lot number 164927018 and 168062016. Model/catalog description balloon rgs 61-70cm and control pump fgs. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:48 pm CT. The report number is being corrected from: 2183959-2018-61677 to: 2183959-2018-61528.